Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead has high thresholds and diaphragmatic stimulation. The physician surmised that the coronary sinus (cs) anatomical issues were the possible cause of the high threshold. The lead was removed and an epicardial lead was implanted. No further patient complications have been reported as a result of this event.